Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose went as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the insulin pump works fine during the day but at night, their blood glucose rises. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer performed a self-test and passed.